Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and the cause of the reported problem was the speaker. It was determined that the speaker needed to be replaced. The customer was provided a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction no sound coming from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.